Event description:
It was reported the device was used during a laparoscopic hernia repair procedure. It was reported by the affiliate that the device jammed after the fourth firing. There was no pt consequence.